Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose (bg) level subsequently increased to display as "high"; however, specific value was not provided. The customer addressed bg by administering a correction bolus through the pump. Technical support guided the customer in properly loading a new cartridge, which allowed the patient to successfully resume insulin therapy.